Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The event history log was reviewed and multiple instances of an air in line alarm were found. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The air detector was found to be damaged. The air detector was replaced. Upon further inspection, the downstream occlusion (dso) seal was found to be cracked. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line error. There was no patient involvement, no patient injury was reported.